Event description:
Boston scientific received information that this lead was exhibiting good sensing and normal threshold measurements. However, impedance measurements were greater than 4000 ohms. Therefore, implant of a second lead was attempted. Again, impedance measurements were between 3,000 and 4,000 ohms and no capture was obtained despite high programmed device outputs. An echocardiogram confirmed a perforation and cardiac tamponade. A pericardiocentesis was performed and the implant procedure was completed without further incident.

Manufacturer narrative:
The leads were discarded and will not be returned for testing. No other adverse events have been reported. This product issue will be updated if additional information is received.